Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the band did not deploy as it should due to lack of suction. The patient had serious injury. No further information has been obtained despite good faith efforts.